Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set was in use when an occlusion alarm (alarm number in pump history: 02) was observed during attempt to administer a bolus. The patient's blood glucose was reported to be at 299mg/dl after a manual injection was administered due to the event. It was noted that the patient had ketones at a given time, but no longer had ketones at the time of report. Troubleshooting determined that there was blockage located at the site. It was observed that upon device removal, the site was bloody. The patient changed the infusion site and was able to resume insulin successfully. Manual injections were used to address the high blood glucose. No permanent injury was reported.